Manufacturer narrative:
The device was returned to olympus for evaluation and a ruptured and detached insertion tube was confirmed upon inspection due to physical handling. During the device evaluation it was also observed that the water tightness of the insertion tube was not maintained. The coloring of the insertion tube also appeared discolored due to insufficient cleaning. The bending angle was noted as insufficient due to an elongation of the angle wire. It was observed that the image of the unit contained blooming, and the catch was observed during angle operation. It was also observed that the curved rubber adhesive was discolored. Also, the video cable was crushed by physical handling and the manufacturer label on the light guide connector had come off. Lastly scratches were observed on the following unit components due to handling: switch box, operation part, the grip, angle lever, up and down plate, the universal cord, the scope connector side of the universal cord, video cable, video connector, light guide connector, video connector and, on the up and down angle fixing lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a torn serpentine. Upon return and evaluation, it was observed that the insertion tube was ruptured and detached, this is a reportable event. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the insertion tube becoming detached could likely be attributed to the same cause as others but we are unable to determine that the cause of the glue peeling was attributed to whether the stress or user¿s handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.